Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer experienced high blood glucose level. Customer came home and her blood glucose was 513 mg/dl then she bolus 10 units to get it down. The customer did not provide the symptoms regarding high blood glucose. Customer's daughter stated that the insulin pump didn't seems to be delivered insulin. Customer mentioned that when she came home from work her blood glucose was over 600 mg/dl. Customer bolus herself 2.9 units when she took the cannula out and no insulin came out of the needle. Customer's daughter stated that she wanted to make sure that she put insulin in the reservoir. Customer was advised to check the set for leaks at the 2 connecting points and she found the quick release was not connected at all and all the insulin was came out there. The insulin pump was not returned for analysis.